Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue. No device malfunction has been reported. It was reported via a trial, that the index procedure was in 2009, and during the procedure, there was direct stenting of proximal right coronary artery (rca) with a 3.0 x 28 mm xience v stent. Then the mid left anterior descending (lad) lesion was pre-dilated and stented with a 2.5 x 18 mm xience v stent and a 2.75 x 28 mm xience v stent. The dissection was treated with balloon inflations and an additional xience v stent. The pt was discharged from the hospital the next day. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - dissection, as listed in the IFU and risk assessment matrix, is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. In this case, there was no report of any product malfunction at the time of the stent implantation.